Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/12/2013 with the following findings: the keypad was found to be intact with no damage observed. The complaint of the unresponsive ok button was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination under the contrast button. A crack was observed in the battery compartment. No evidence of moisture damage in battery compartment was observed. The keypad cover was removed and there was evidence of contamination under the contrast button. Unrelated to the complaint, evaluation revealed that the display screen was dim, faded and discolored. A test display was used for investigation and was found to function appropriately with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).